Manufacturer narrative:
No products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. A0709 applies to cable disconnected...ensure that both the wireless tracker and patient reference are visible. A1102 applies to could not interpret headers. A13 applies to when attempting to load a compact disc (cd) onto the system, the system displayed several messages. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when attempting to load a compact disc (cd) onto the system, the system displayed several messages stating "cable disconnected...ensure that both the wireless tracker and patient reference are visible... Troubleshooting was performed and it was confirmed that the site was in a, non-medtronic imaging system, spine procedure. The site exclusively performs manual registration spine procedures via computed tomography (CT) image. A new procedure was created with CT as the imaging type, and the site was able to begin loading exams via cd. However, when loading the cd, the system displayed an error message "could not interpret headers". There was no patient involvement reported.

Manufacturer narrative:
Additional information in b5. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9734699 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the site had the stereotactic protocol. Once the protocol was changed to a new spine protocol all images transferred over.